Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: retention devices for the reported lot number were tested with clinical negative hcg urine. All test devices produced expected negative results at the 3-minute read time. No positive results were observed during in-house testing. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. The reported complaint for false positive hcg results was not replicated as retention devices performed as expected. A root cause could not be determined based on the information provided. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
Unspecified date: patient urine was tested on the cardinal health hcg rapid combo test and a positive result was obtained. A serum sample from the same patient was tested on the same lot of cardinal health hcg rapid combo test kit and the result was negative. A confirmatory beta quant was performed and the result was negative. Exact value of the beta quant unable to be provided. No adverse outcomes reported due to the questionable result. No treatment was provided or delayed based on the questionable result. Troubleshooting occurred with a discussion about possible causes for unexpected results focusing on proper sampling technique, storage conditions and patient specific factors per the package insert-no deviations noted.